Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was needle removed from the patient? Yes. Any additional tissue dissection damage due to searching for needle? No. Event related to mw # 2210968-2022-02804. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lap hernia repair procedure on 3/28/2022 and suture was used. The needle and suture were easy to separate. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: ten packets of product code c013d were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the ten packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related to no defects observed during evaluation. Functional test was performed, and the pull force meet requirements. The device performed without any defect noted. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. H6 component code: g07002 - device samples. Related events captured via 2210968-2022-02804 and 2210968-2022-02805.